Event description:
It was reported that during the attempt to reposition the right ventricular lead due to loss of capture and diminished sensing the lead perforated the ventricle. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the proximal conductor (not obstructed), the outer insulation was melted. The outer insulation was melted, the distal end of the electrode had body tissue/fibrotic growth on it and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Implantable pulse generator (B)(6) 2011. (B)(4).